Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the patient's neurostimulator was removed, but the leads and electrodes were left in the patient. It was stated the patient was planning to meet with her health care provider to determine whether to remove the leads. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See mfg #3004209178201008066 for details regarding a previous infection and device.